Manufacturer narrative:
The reported events of lead dislodgement, noise and failure to disconnect were not confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. Final analysis did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2023-46672, related manufacturer reference number: 2017865-2023-46674, related manufacturer reference number: 2017865-2023-46675. It was reported that the patient presented in the emergency room upon receiving inappropriate high voltage (hv) therapy from their right ventricular (rv) lead. The patient complained of diaphragmatic stimulation. It was found that the shocks were due to noise over-sensing by the rv lead. Loss of capture and loss of sensing were also noted on the rv lead. Noise was additionally noted on the atrial lead. X-ray confirmed dislodgement of both the atrial and rv leads, along with slight pulling back of the left ventricular (lv) lead. During lead revision procedure, it was found that all of the leads were entangled and knotted around the device can, consistent with having been caused by twiddler's syndrome. The rv and lv leads and the device can were removed and replaced, and the atrial lead was removed without replacement. The patient was stable.